Manufacturer narrative:
Intuvie received a report indicating that an infusion pump was infusing pre-meds and infused the drug faster than programmed. A review of the device's serial number history revealed no prior similar complaints. The failure mode was not confirmed, and the probable cause remains undermined. CAPA: zm2023-07 was initiated to investigate the root cause for this failure mode. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump was infusing pre-meds and infused the drug faster than programmed. No patient harm was reported.